Manufacturer narrative:
This report is submitted on november 20, 2019.

Event description:
Per the clinic, the patient was not performing well despite numerous programming changes. The device was electively explanted on an unknown date. It is unknown if the patient has been re-implanted with another device.